Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing. On (B)(6) 2018, the lead had an additional oversensing episode. The patient presented in clinic for follow-up and the noise was reproducible with movement. The device was reprogrammed. Patient was stable.

Manufacturer narrative:
The previously reported event description was incorrect. The event description provided in this report is correct and should supersede the previously reported narrative.

Event description:
It was reported that the right ventricular lead exhibited oversensing. On (B)(6) 2018, the lead had an additional oversensing episode. The patient presented in clinic for follow-up and the oversensing was reproducible with movement. The device was reprogrammed. Patient was stable.